Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level read "high" on cgm, although the specific value was unknown. To address the high blood glucose, the customer administered a correction bolus via pump. Reportedly, the customer was using cold insulin in the cartridge and was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. To resolve the issue the customer changed the infusion set and cartridge, and resumed insulin delivery.